Manufacturer narrative:
Concomitant medical products: product ID 8596sc, serial #: (B)(4), implanted: (B)(6) 2012, product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 03-dec-2013, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacture representative regarding a patient receiving unknown drug via an implanted pump. The indication for use was non-malignant pain and post lumbar laminectomy syndrome. It was reported the patient had an increase in pain and ineffective therapy. The patient's catheter was found to be kinked or occluded base on a catheter dye study. The physician thought it¿s somewhere around the anchor which he kept attached to the catheter when explanting, so they were going to take a look internally. There were no environmental / external / patient factors that may have led or contributed to the issue. The catheter was replaced by another catheter tip segment and the issue resolved. The catheter was going to be returned to the manufacture.

Manufacturer narrative:
Product ID: 8598a, serial# unknown, implanted: (B)(6) 2012, product type: catheter. The catheter was returned, and analysis found the catheter body was deformed in shape and-or abrasion that did no effect infusion. If information is provided in the future, a supplemental report will be issued.